Event description:
It was reported that intermittent cartridge alarms occurred during the load sequence. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 400 mg/dl.